Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum (1). Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms (2). The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the devices continued use.

Event description:
On (B)(6) 2026, fresenius became aware this 77-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Upon follow-up conducted on (B)(6) 2026 with the patient¿s pd registered nurse (pdrn), confirmed that the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc, elevated polymorphs, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) ciprofloxacin for 21 days (dose, frequency not provided). The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotic regimen continued. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the patient continued to undergo ccpd therapy while acutely hospitalized and was discharged on (B)(6) 2026 to a rehabilitation hospital for deconditioning and strength training. The pdrn stated the patient is recovering and will resume utilizing the same liberty select cycler following discharge.